Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
As reported by the facility, the patient had used the catheter for several injections. When the nurse tried to inject, the catheter reportedly leaked. Catheter subsequently removed. Leakage reported in the catheter was between the bifurcation of the lumens and the patient's skin. No patient injury reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a catheter leak was confirmed and the cause appears to be use related. The product returned for evaluation was a 4fr s/l powerpicc solo catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, or mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and two longitudinally-aligned splits, each 2mm in length, were observed at the 6cm depth marking. The catheter splits were typical of flexural fatigue, and the characteristics observed which supported this type of failure included: the splits were centered about a circumferentially-aligned permanent kink impression which led into both splits. Material buckling within the permanent kink impression. Overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing). The splits and kink impression were located at the edge of what appeared to be dressing residue. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The product IFU advises to avoid placement locations which are prone to kinking.

Event description:
As reported by the facility, the patient had used the catheter for several injections. When the nurse tried to inject, the catheter reportedly leaked. Catheter subsequently removed. Leakage reported in the catheter was between the bifurcation of the lumens and the patient's skin. No patient injury reported.